Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The device history record was reviewed. There are no nonconformances related to this lot, therefore supporting the device met material, assembly and performance specifications prior to shipment. Case details were reviewed. A female patient underwent a tavr procedure. An edwards 14f e-sheath was used. The access vessel was lcfa of size 6.5x7.9 mm. Vessel had mild tortuosity in the lower iliac with no calcification. No issues with advancing or withdrawing procedure sheaths during the case. A 18f manta was used in the procedure. Manta was deployed at the measure depth. The depth value is unknown. Per event details, representative stated that the device was pulled too quickly during anchor deployment. Angiogram revealed anchor angulated and blocking the vessel. Balloon inflation was employed. Some success was noted. Dissections appeared to be noted at the area. IFU identifies local trauma to the femoral or iliac artery wall, such as dissection as potential adverse events related to the deployment of vascular closure devices. It is unknown if the procedure sheath or manta caused the dissection. Per event details, patient had scleroderma that could have contributed to the anchor protrusion issue. Scleroderma is an autoimmune condition. Per IFU states that the safety and effectiveness of the manta device has not been established in patients who are immunocompromised or have a pre-existing autoimmune disease. Surgical cutdown was performed. Manta was protruding at one end. No tear in the vessel noted but a piece on intima was peeled away. It is likely that the manta was caught in the dissection flap leading to an incorrect positioning of the anchor. Also, the elasticity of the tissues due to scleroderma could have added to the issue. It was observed that the iliac artery was clotted. The issue resolved with a fogerty balloon de-clot procedure. Angiogram was sent by the account. The anchor was found to be angled and not tethered against the vessel. It is likely caught in the dissection flap.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted following investigation.

Event description:
As reported: manta was deployed, however, the device was pulled too quickly during anchor deployment step. Angiogram revealed anchor angulated and blocking the vessel. Balloon inflation was performed with some success, there appeared to be a dissection(s) in the area. Surgical cut town was performed. The manta anchor was found protruding at one end. Physician stated, there wasn't a tear in the vessel, but a piece of intima had peeled away in that area. Physician also stated the patient had scleroderma which may have contributed to the anchor protrusion issue due to very elastic tissues. He also found the iliac artery was clotted and performed a forgerty balloon declot. He closed the arteriotomy with suture. No dissections were found, and the foot pulses were good following this procedure.